Manufacturer narrative:
Evaluation summary: the customer's reported condition was confirmed. A review of the complaint system reveals similar reports have been received for this product. This issue is currently being investigated.

Event description:
The baxter field service engineer reported a pump in which the pump display message reads air, although there is no air in the line. It is not known when this display message occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.